Event description:
No additional information

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 385100 and lot number 3244493. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd q-syte closed luer access device leaked. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2024, during morning care, the nurse was replacing a new split diaphragm needleless closed infusion connector on a patient, and while infusing, it was discovered that the connector was leaking and could not be properly infused, and the nurse immediately replaced it so that treatment could continue.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of a leak from the q-syte connector was confirmed; however, the root cause could not be determined. A functional test of the returned q-syte connector revealed a leak that originated from a tear in the septum. As the device has been opened, it could not be determined with certainty whether the column tear originated during manufacturing or use of the device. There were no distinguishing features which could aid in identification of a specific root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.